Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the subject meter was reading inaccurately on the morning of (B)(6) 2015, when the patient obtained alleged inaccurately erratic blood glucose results of "57 and 209 mg/dl" within 20 minutes of each other. The calculated difference between the reported results falls outside lfs' accuracy criteria. The patient manages her diabetes with insulin (self-adjuster). The reporter alleged that on (B)(6) 2015 at an unknown time, the patient administered increased insulin in response to obtaining the alleged inaccurate readings. The reporter claimed that"2 &#52384;hours late", the patient developed symptoms of "shaky increased appetite, blurred vision [and] tiredness". The reporter indicated that on (B)(6) 2015, the patient called her doctor and the doctor advised her to increase her insulin "due to high readings". The reporter denied that any other device had been used to check the patient's blood glucose levels. At the time of troubleshooting, the cca noted that the patient was using an approved sample site and the meter was set to the correct unit of measure. The patient's test strips had been stored correctly and the test strip vial was not cracked or broken. The cca attempted to walk the reporter through a control solution test, but the reporter did not have control solution available to test the meter and test strips. The issue remained unresolved. This complaint is being reported because the reporter claims the patient received inaccurate erratic results, administered treatment based on the results and reportedly developed symptoms of an acute diabetes excursion, after the alleged meter issue began.

Manufacturer narrative:
Follow-up #2. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.